Manufacturer narrative:
H4: the device was manufactured from (B)(6), 2019 - (B)(6), 2019. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The bladder ruptured during infusion which caused the fluid to leak inside the housing. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor leaked during patient infusion. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.